Event description:
Complainant alleged that during incoming inspection of the product, the device reported a "defib fault 78" when attempting to charge. There was no pt involvement during the reported malfunction.